Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 1 of 4 it was reported that a patient developed cholangitis following an ercp (endoscopic retrograde cholangiopancreatography) and tested positive for pseudomonas aeruginosa. No further information was provided on treatment. The scope forceps channel tested positive for pseudomonas on an unspecified date. During a safety meeting at the facility, the customer reported that based on the usage and cleaning records, the physician believes the endoscopes are unlikely to be involved. The physician reportedly determined that it is low probability that the scopes are abnormal and has continued to use them for procedures.